Event description:
When the physician was using the 10cc glass syringe from the #2059 tray, he was having problems with the barrel sticking on some of them. The physician disposed of the syringes and the trays are not being returned. Physician used an alternate syringe during the procedures when the barrel was reported to be sticking. No pt injury was reported.